Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user mentioned that keyboard unable to respond. The customer reported that the user was able to remove the medication from another station and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was not responding. A field service engineer (fse) was informed by the customer that the keyboard on the station was malfunctioning and remained unusable even after rebooting. The keyboard was successfully replaced, and the customer tested it for functionality. The customer was able to log into the user application using the new keyboard and passed all required tests. The system functioned as intended after the field service engineer repaired the device.